Event description:
Dexcom technical support tried to contact patient on (B)(6) 2014 but was unsuccessful. Dexcom technical support also tried to contact patient via email on (B)(6) 2014 but received no response.